Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8141375. Our records show the reported lot was manufactured in june of 2018 and determined that this is the only instance of foreign matter being observed in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Although a sample was submitted for review, visual evaluation of the device was unable to identify any material foreign to the device. Likewise, the submitted photograph was not adequate for determining the root cause for this complaint. Bd will continue to track and trend for this issue.

Event description:
It was reported with the use of the bd intima-ii closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.